Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the magic 3 go is over lubricated. The orange sleeve slips right off. The tip of the catheter is too sharp now and cuts the urethra. He is very upset with the changes that were made to the catheters. He is requesting to speak with a supervisor. Sent supervisor an email. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported per customer via phone on (B)(6) 2025, it was reported that he would like for the magic 3 go pro catheters that he used for 7 years to be available again. Customer stated that they were discontinued and they were the best catheters for him. Customer declined to provide a lot number and another sample for product#50816g.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient stated the magic 3 go is over lubricated. The orange sleeve slips right off. The tip of the catheter is too sharp now and cuts the urethra. He is very upset with the changes that were made to the catheters. He is requesting to speak with a supervisor. Sent a supe email. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported per customer via phone on 03oct2025, it was reported that he would like for the magic 3 go pro catheters that he used for 7 years to be available again. Customer stated that they were discontinued and they were the best catheters for him. Customer declined to provide a lot number and another sample for product# 50816g.